Event description:
It was reported that during surgery in 2009, the scrub nurse tried putting together the offset adaptor with the stem, but the screw in the stem would not engage with the locking insert. A 2.5mm locking insert was packaged with the 5mm adaptor. An additional component was opened and used to complete the procedure. The delay in the procedure was approximately fifteen minutes.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. There have been no trends identified related to this type of event.